Event description:
Spouse called to say hospital bed collapsed with pt in bed. Per spouse pt is not in pain. Spouse called back 30 mins. Later, stated pt's tummy hurt. Spouse states pt has md appt. On 11/22 and will have dr check pt. Rptr. Called dr's office and informed of what happened. Dr's office will have pt. Come in. Dr's office called pt's home and spoke to spouse per dr's office, pt o.k.; pt was scared when bed jerked. Pt instructed by md's office to go to urgent care if necessary. Bed was exchanged. Driver upon arrival to home found the motor for the foot section on the floor. One bolt that holds the motor is missing and not in pt's home. The bed frame was still secure to the head and foot board. The rod from the head board to the foot board was off, also per driver.